Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The therapy has already started on (B)(6) 2025. With the new rate set, 100 ml/h, new vtbi set, 100 ml. The infusion ran for about 4 minutes, then the rate was changed to 5 ml/h. This was stopped and restarted several times, then a new set was inserted on (B)(6) 2025: type of tubing: space line neutrap, new vtbi rate: 70 ml. By this time, 108.8 ml had already been infusing. Therapy was restarted at a rate of 5 ml/h. The therapy then ran from (B)(6) 2025, 08:35:50 to (B)(6) 2025, 10:00:39 when the infusion ended. This corresponds to an infusion time of one hour twenty-five minutes and a volume of 7.06 ml. No abnormalities were found in the history log. The cover caps on the screw pillars, and the production seal on the lower housing were missing. The device is in a slightly dirty state, the device feet are missing, and the operating unit is also damaged. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,36 bar (should be: 0,1-0,7 bar) pressure stage 9: 1,01 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,93 bar (should be: 1,8-2,5 bar) pmin: 1,55 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,76 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -3,23% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Additional information: it is strongly recommended to replace the operating unit. As the damage may cause fluid damage, this is essential. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "according to the nurse the pump has not delivered the full amount in the medicine bag. The pump gives an alarm that it has finished the infusion, but there is still medicine in the bag."